Event description:
Patient on heart/lung bypass. Shortly after start of bypass, blood flow dropped despite increase in pump speed. Trouble shooting ensued - connections intact and correctly connected (primed prior to procedure). Blockage found in disposable oxygenator. Changeout performed. Blood gas normal once correction of problem was completed. No harm to pt.